Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device. This report is number 6 of 7 mdrs filed for the same patient (reference 1825034-2016-2139 / 02142 and 04718 / 04720).

Event description:
It was reported that during a left hip procedure, the patient experienced a bone fracturing during the insertion of the femoral stem. The fracture was treated with cables.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned so no product evaluation could be conducted. This device was used for treatment. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified revision of op notes stated; patient had significant wearing of the hip joint itself. A split was developed in the proximal femur during implant of the femoral stem and this was supported with bone grafting at the fracture site of the proximal femur and supported by two cables with stable fit, one superior and one inferior to the lesser trochanter. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.